Event description:
It was reported that there was high impedance on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage.